Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Please refer to mfg report#: 9610773-2026-02176-00.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gynecologic laparoscope experienced error e104 during a therapeutic cholecystectomy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.